Event description:
Ellume use for covid-19 under emergency use authorization (eua): false positive covid test negative binax and pcr testing same date ellume, lot 21193-276, exp 2022-7-31. FDA safety report ID# (B)(4).